Event description:
The facility reports the resident was in the saf-kary when the aide proceeded to pull the resident out of the tub. The chair tipped backwards. The aide was unable to stop the tipping, and the resident fell, hitting the resident's head. The facility's past practice has been to pull the resident out of the tub backwards.